Event description:
It was further reported that the patient was receiving external pacing at the time of the oversensing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was in the hospital receiving an unknown type of treatment. Oversensing was observed, characterized by amplified and odd appearing atrial and ventricular signals, and the patient was being over drive paced during these episodes. A right ventricular (rv) lead lia (lead integrity alert) was triggered by the implantable cardioverter defibrillator (ICD) due to high rate-ns episodes and elevated sic (sensing integrity counter). It was determined that the lia was triggered due to the intervention/treatment the patient was having. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 6935m62 lead implant date: (B)(6) 2015; 507652 lead implant date: (B)(6) 2015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.